Event description:
It was reported that procedure was cancelled. Vascular access was obtained via femoral artery. The eccentric target lesion was located in the moderately calcified right coronary artery. A 24 x 3.00 promus premier select stent was used for treatment. It was noted that the promus premier select stent was within the patient at the time the procedure was cancelled. The procedure was not completed due to an unknown reason. The patient status was stable.

Manufacturer narrative:
(A2) age at time of event: 18 years or older.

Event description:
It was reported that procedure was cancelled. Vascular access was obtained via femoral artery. The eccentric target lesion was located in the moderately calcified right coronary artery. A 24 x 3.00 promus premier select stent was used for treatment. It was noted that the promus premier select stent was within the patient at the time the procedure was cancelled. The procedure was not completed due to an unknown reason. The patient status was stable. It was further reported that during the procedure, the device failed to cross the lesion and the procedure was completed with another device.